Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was noted in backup vvi mode after a visit to the clinic due to a vibratory alert. The device was reprogrammed to resolve the event and the patient was in stable condition.